Event description:
It was reported that the volumetry test failed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The customer reported issues of inaccurate delivery volumes was unable to be confirmed or duplicated during flow accuracy testing. The pump was in good condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the downstream occlusion (dso) sensor, and the pump passed all functional tests and performed as intended after repair.